Manufacturer narrative:
The affected set was discarded and will not be returned for evaluation.

Event description:
On 02/03/2020, a distributor of infutronix reported a tubing leaking issue. The user facility contacted the distributor on 01/23/2020, stating that "one of the hard plastic ends on the tubing located closest to the pump cracked a bit. The patient noticed this. No 5- fluorouracil solution got onto the patient and was contained within the fanny pack with the pump. Because of this, it appears that some of the solution may have seeped into the area of where the battery is located. That was discovered when the pump was returned because there was an intermittent beep around every minute and you could not turn off the pump completely from pressing the on/off button. Removing the battery was the only way to get the beeping to stop. Upon further inspection, it was also noticed that some on the solution crystallized under the face of the pump." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).